Event description:
It was reported that a pump declared an altitude alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer replaced the cartridge to resolve the issue, after which the pump resumed normal operation. Tandem technical support provided tips to prevent altitude alarms, and the customer understood and acknowledged these. No additional actions were required from cts at this time, but the customer was transferred to the sales territory to begin the process of obtaining a new pump as the current one was out of warranty.